Event description:
The patient was diagnosed with a superficial incisional infection. The patient underwent an rns system explant (neurostimulator and four leads). Treatment included unspecified antibiotics.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.